Event description:
It was reported by service report that the right and left zoom drive control handles were broken off resulting in bare wires being exposed. No pt involvement or adverse consequences were reported.